Event description:
The patient reported that the keypad buttons were not responding to user presses over a week ago and had required more force and several presses on the keypad in order to elicit a response. The patient also stated that the keypad buttons were intermittently responsive, had caused over scrolling and that her boluses were being cancelled but that she was able to confirm the amount delivered in the pump's bolus history. The patient indicated that she wore the pump under her clothing and did not clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under the key contacts.